Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 150mg/dl fasting. Verified the strips expire 08/17/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test hi and hi. Reviewed meter memory: (B)(6). Customers is concerned with all hi results from the memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strips issue.

Event description:
Customer complains of hi results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 150mg/dl fasting. Verified the strips expire 08/17/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test hi and hi. Reviewed meter memory: reviewed meter memory: (B)(6). Customers is concerned with all hi results from the memory. No adverse event reported.